Event description:
Event summary: it was reported that the patient had intermittent backup battery faults over the last few months. Exchanging the backup battery did not resolve the alarms. A review of the log files revealed low power advisories due to battery depletion. The patient has been sleeping on battery power. The log also confirmed the reported intermittent backup battery fault with ebb circuit fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Exchanging the controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms activating was confirmed via analysis of the submitted log files. The controller event log file contained approximately 1 day of data ((B)(6) 2023 per the timestamp). Multiple backup battery fault alarms were observed from (B)(6) 2023 at 19:16:24 to (B)(6) 2023 at 9:39:38 due to backup battery circuit faults activating and the backup battery being flagged as in use. The fault was observed to activate each time the white power cable was disconnected from power during power source exchanges and resolved when the white power cable was reconnected to power. The alarms did not affect the controller's ability to operate the pump at the set speed. The submitted controller periodic log file contained approximately 249 days of data ((B)(6) 2022 ¿ (B)(6) 2023 per the timestamp). The log file captured backup battery fault alarms on (B)(6) 2023 at 11:00:48 and on (B)(6) 2023 at 11:00:31 due to the backup battery not passing load tests. The system controller backup battery usage count was observed to increase from 24 to 255 throughout the log file with the majority of the increases occurring on several days after the backup battery event on (B)(6) 2023. While still functional the controller will stop increasing the backup battery use count at 255. Although not conclusively determined, the increases of backup battery usage count may be consistent with the atypical instances of the backup battery being in use each time the white power cable was disconnected from power. The pump maintained a speed above the low speed limit throughout the log files. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook, rev. D, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient originally had a backup battery alarm on (B)(6) 2023. The backup battery was reseated at that time which did not resolve the alarms, leading to an exchange of the backup battery on (B)(6) 2023 and a subsequent controller exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.